Event description:
The customer stated that the display goes blank whenever a button is pressed. Nothing further was reported.

Manufacturer narrative:
The display on the insulin pump goes blank whenever a button is pressed, due to a problem isolated to the liquid crystal display board.